Manufacturer narrative:
Block h2: correction to g4 premarket / 510(k). Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the returned trapezoid rx was analyzed. Visual inspection showed that the side car rx was pushed back 2mm. The handle was found broken, and the thumb ring was detached. Microscopic inspection confirmed that a portion of the thumb ring remained at the weld site. Based on the available information, the reported event was confirmed. During analysis, the thumb ring was observed to be detached from the handle, with residual material remaining in the weld. The observed damage is consistent with excessive force applied to the device, improper handling during loading into the alliance handle, or force exerted during stone fragmentation. Additionally, the displacement of the side car rx is most likely related to excessive force applied to the handle and thumb ring during attempts to fragment the stone, which may cause the working length to retract and subsequently push back the side car rx. Therefore, these events will be classified as "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during a lithotripsy procedure performed on (B)(6) 2025. During procedure, the trapezoid handle fractured when loaded into the alliance handle. At the time of the fracture, there was no stone inside the basket. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during a lithotripsy procedure performed on (B)(6) 2025. During procedure, the trapezoid handle fractured when loaded into the alliance handle. At the time of the fracture, there was no stone inside the basket. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.